Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this valve was explanted after approx 11 years implant duration due to holes in the leaflets most likely from leaflet abrasion. No further info available.